Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke and the needle detached. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.